Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement computer shipped to site 10/30/2015. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system computer was unable to boot. The computer had worked for approximately one day then became unresponsive. The site performed a computer shut-down, however, while attempting to re-boot, it cycled continuously. No further details were provided. There was no patient present when this issue was identified.